Event description:
Caller reported the advantage system gave a blood glucose result of 238 mg/dl at a time when the customer was symptomatic of hypoglycemia. Caretaker called ambulance, result on their system 10 minutes later was 80 mg/dl; treated the customer for hypoglycemia. The day before the incident, customer had tested 300 mg/dl. At 3 pm on sept 10th, the dr was called and was told about the high readings he has had for the past 2 weeks. The dr suggested he take one more glyburide 2.5 mg in addition the glyburide 2.5 mg he takes 1 time a day. He was given the aditional pill 2.5 glyburide at 3 pm. He started feeling bad early in morning on sept 11th. The customer was using expired strips, which is against manufacturer's labeling. A request was made for the return of the system and a replacement was sent.

Event description:
It was reported that the customer was hospitalized due to hypoglycemic coma. The customer also suffered brain damage due to encephalitis and short term memory loss. The reported blood glucose reading was 11 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. Nothing further was reported.